Event description:
Reporter alleged the customer attempted to test on the active s system but couldn't get a result due to error messages. Reporter stated that the customer ate 2 slices of bread and some yogurt but didn't feel better after eating. Reporter called 911 about 2.5 hours later, the fire department obtained a result of 40 mg/dl on their system, and treated the customer with an IV of glucose. Reporter stated they took her to the hospital after that for her dialysis treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.